Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) could not be performed since the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a magna mitral valve was explanted after an implant duration of approximately eight (8) years for unknown reasons. No other information was provided.

Event description:
Edwards received notification that a magna mitral valve was explanted after an implant duration of approximately eight (8) years due to heavy calcification. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.